Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Medtronic received information that at an unspecified time, that the fusion oxygenator with this type of lure lock connector had not been satisfactory. It was stated that they were very different with regards to efficiency and that the oxygenator had a flow issue. The use of the device was unspecified. There was no adverse patient effect reported with this event. Medtronic received additional information that the device required running at a higher rate to achieve the end result. There were two lots of fusion oxygenator used in the manufacture of this custom tubing pack, lots: 230444745, 230444846.

Manufacturer narrative:
Additional information b5. Medtronic received additional information that there were no blockage or clotting issues reported that caused the flow and gas transfer issue. B2.3 date of event: this field was updated. H6.2 eval code method (fdm/annex b): this field was updated. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.